Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette. The hp was connected at the time of the event. This occurred during fill one of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services assisted the hp with manual drain and ending therapy. The hp started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.